Event description:
This is the second of two reports for the same patient involving two separate products. Refer to report 8030647-2015-00008 for the first report. A report was received stating that the close suction catheter adapter broke when it was being connected to the et tube. Once the adaptor broke, it was replaced with a new closed suction catheter adapter. No further incident or medical intervention was needed. No additional information was provided in regards, to the patient's status and the outcome of the procedure.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The reported lot number m3042t708 was not a valid lot number therefore, the device history records could not be reviewed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).